Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 30 mg/dl. Customer current blood glucose level was 132 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshoot was performed. The pump will not be returned for analysis.